Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the shocking was not determined but it was noted that the shocking sensation was less when the patient lowered the amplitude.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and a manufacturer¿s representative (rep). It was reported that the patient¿s therapy was good, but there was some shocking sensation that seemed to be attributed to movement. The rep reported that there were high impedances on some contacts. The rep ran impedances at 0.7v and they saw greater than 10,000 ohms on all pairs with contact 7 and 0/1. The values on contact 0 ran from 5,699 ¿ 10,000 ohms. The patient couldn¿t tolerate higher than 0.7v due to the current settings being used. The rep ran group (therapy) impedance measurement and reported the following results: a1: 0.6v, 450 pulse width, 30hz, 705 ohms a2: 0.0v, 450 pulse width, 30hz, 0 ohms a3: 0.1v, 450 pulse width, 30hz, 700 ohms (estimated due to amp voltage too low). The rep was unable to resolve the impedance issue, but the therapy coverage wasn¿t a problem at this time. No further complications were reported.